Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the pt at (B)(4) joules. Per the customer, the fiber cap pieces were retrieved with metal instruments. Add'l info reported by the customer was there were no observations that led up to the event. No error codes were displayed on the console when the event occurred. No pt injury was reported.